Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump had a blank display after changing the battery. The customer stated that they left the insulin pump close to the shower. The customer's blood glucose level was 430 mg/dl. During troubleshooting, the customer discovered that she put the battery in upside down. When the customer put it in correctly, the device alarmed battery out limit. The customer was assisted with resetting the time and date. Nothing was replaced or returned.